Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that the patient experienced an issue with the tape not sticking. It was stated that the tape slowly weakened over time while showering. No further information available.